Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H3. Device evaluation: customer reports of calcification, stenosis, leaflet tears, and regurgitation were confirmed through observed calcification and observed leaflet tears. X-ray demonstrated heavy calcification on all three leaflets and wireform appeared pushed inward around leaflet 2. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on both the inflow and outflow aspects. Leaflet 2 had a 5mm tear near commissure 2 and a 3mm tear at the mid section of the leaflet. Leaflet 3 had a 7mm tear near commissure 3. Calcification was evident at the tears. Calcification restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was minimal on the inflow aspect. Suture pledgets remained attached to the sewing ring around leaflets 1 and 3 on the inflow aspect. Sewing ring had multiple cuts around the valve and exposed the wireform around leaflets 2 and 3 on the outflow aspect.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 25mm valve implanted for 11 years, six months was explanted due to calcification, leaflet tears, stenosis, and insufficiency. Intraoperative tee showed moderate-to-severe bioprosthetic valve regurgitation with an eccentric jet and severe aortic stenosis. The bioprosthetic leaflets were heavily calcified. In addition, the noncoronary leaflet toward the left commissure was avulsed from the commissural suture line. A 25mm valve was implanted in replacement. Patient outcome was good. The patient tolerated the procedure well and was transferred back to the cvicu in stable condition. The patient progressed well and was discharged on pod #3 in stable condition.

Manufacturer narrative:
H11. Corrected data: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.